Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead was placed with acceptable sensing and pacing impedance measurements; however, no capture was obtained at 7 v. The lead appeared to be in an apical location. The lead was repositioned, with similar results. A few minutes later, the patient experienced chest pain and a decrease in blood pressure was observed. The lead was removed and pericardial drains were inserted. The patient arrested multiple times. The cardiothoracic surgeon opened the patient's chest and confirmed a perforation on the rv. Measures taken to revive the patient were unsuccessful and the patient subsequently died.